Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported the caller had patient on the line and patient reported that for the last 2-3 months, periodically, the controller will show that the ins is low or needs to be recharged but when they go to recharge, it still has plenty of charge left in it. Caller stated yesterday the ins turned off but yet when they checked it with the controller, it showed that both ins and controller were sufficiently charged and patient took a picture of the controller at this point. Patient indicated they don't carry their controller with them (to where they would be inadvertently pressing buttons). The caller was not with the patient. The caller was redirected to meet with the patient and interrogate the ins with the tablet and review further information such as usage and recharge data. It was reviewed that ins shouldn't be turning off unless it is depleted and the controller is connecting to the ins to get the status of the ins so it is unlikely there is an issue with the controller itself. It was suggested patient keep diary of events so that information can be compared to the tablet data (and log files if necessary). No symptoms were reported. Additional information was received from a manufacturer representative (rep). The rep was currently with the patient and reported recharging was taking longer than before with good coupling and when directly over ins. The rep said it starts with excellent coupling and moves to good without moving. It was discussed that it was previously reported that the ins showed it needs recharging but after connecting the charge level appears to be good (or 50%). Patient was on speaker phone and indicated she wished she had not been implanted. Repair noted it was taking longer to recharge and there was a mismatch in charge levels noticed by the patient for the past 2 months. A replacement recharger (rtm) was sent to the patient. No symptoms were reported.